Event description:
The nurse spoke with tech services and they mentioned the patient should come in to hospital asap due to the fact the high voltage (hv) impedance is high and may not deliver therapies. The pacing impedances were also high and undefined. The patient has an stj 7120 rv lead and an 1888tc ra lead. Alert: rv defibrillator lead impedance warning on (B)(6) 2023. Alert: superior vena cava (svc) lead impedance warning on (B)(6) 2023. Alert: rv tip to rv coil lead impedance warning on (B)(6) 2023. Alert: rv tip to rv coil lead impedance warning on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).